Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was given general anesthesia for a permanent lead implant procedure on (B)(6) 2018, but prior to any equipment came into contact with the patient, the patient was flipped over to provide life support. The procedure was thus abandoned, and the patient was admitted to the intensive care unit (ICU). Since the incident, the patient has been discharged from the hospital.